Event description:
Country of complaint: (B)(6). Three threads found to be detached in the box.

Manufacturer narrative:
Reported device not marketed in the u.s.; however, similar devices/processes are . Manufacturing site evaluation: samples received: no samples available. There are no previous complaints of this code batch. There are no units in stock. Without closed samples a complete investigation can not be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.